Event description:
Boston scientific received information that this patient was in the emergency room as she had received eleven shocks for atrial tachycardia (at) or supraventricular tachycardia (svt) with 1:1 conduction.

Manufacturer narrative:
A boston scientific field representative was called for device evaluation. It was identified that the patient's rate went into the ventricular fibrillation (vf) zone and the patient had missed some medications which likely precipitated the arrhythmia's. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.